Event description:
A patient reported a leak as his carry pack was wet on the inside and the pump was also wet. Customer support was able to determine only that the device was leaking closer to the pump versus the end user's body. Support assisted the customer with powering down the pump and clamping the line. The patient was advised to reach out to the anesthesia care team to see if they could replace the tubing. A follow up call was placed to the patient by customer support, the representative spoke to the patient's wife. The wife advised support they returned to the facility and upon inspection the facility noted a pin sized hole in the IV bag and that a piece had also broken off the cassette area of the pump. It was determined the pump could no longer be used as the screen had fogged over and could not be used. The facility replaced all the equipment including the pump. No further details provided. Infusion took place at home. Patient was involved. No patient was harmed.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.